Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib fault 78" message and would not charge in defib mode. There was no pt involvement during the reported malfunction.